Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material attached to the objective lens surface. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was silicate, but the root cause of the foreign material remaining could not be identified. The foreign material was not removed due to insufficient pre-cleaning and rinsing of the distal end, residual chemical solution in the channel, and storing the lens in a place where it is likely to be exposed to water. Olympus will continue to monitor field performance for this device.